Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone14.3 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to go to the hospital due to low blood glucose levels. The patient reported that they were unable to get their pod into automated mode because they were attempting to connect the pod to an incompatible dexcom sensor. The patient did not provide any additional information regarding specific bg levels, treatment provided or length of stay at the hospital. Attempts have been made for additional information on the event. If the information is received it will be submitted in a follow up report.